Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to corrosion on the endoscope connector. Additional issues were identified during the device evaluation: ventilation base corrosion; the scope connector cover was sticky; the s-connector was sticky due to water leakage; due to wear of the angle wire, bending the angle in the up direction did not meet the standard value; due to a dent on the channel tube the forceps could not be inserted smoothly; the connecting tube had a dent; and the universal cord had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during a lung incision treatment, the evis lucera elite bronchovideoscope, displayed a b30 scope communication error message. The intended procedure was completed successfully with a similar device. No patient injury or procedure impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to failure of the image sensor unit, the board inside the video connector, or a problem on the system side. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check that normal light observation and nbi observation images (excluding bf-mp290f) are projected properly. If you cannot see the object clearly, wipe the objective lens with clean gauze moistened with ethanol for disinfection. 1 observe the palm, etc. Using normal light observation images and nbi observation images. 2 confirm that the illumination light is emitted. (See figure 3.22) 3 adjust the light intensity to an appropriate brightness. 4 confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 5 operate the ud angle lever of the endoscope to bend the curved part. (See figure 3.23) 6 operate the insertion tube rotation ring of the endoscope to rotate the insertion tube. (See figure 3.24) 7 check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur. 8 align the up index on the insertion tube rotating ring with the up index on the operation unit." Olympus will continue to monitor field performance for this device.